Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 04/19/2016 to claim intermittent vibration on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.